Event description:
Additional information received indicated lead revision occurred on (B)(6) 2022 wherein the s1 lead was explanted, addressing the issue.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-18816. It was reported the patient experienced ineffective therapy. Diagnostics indicated that the leads had high impedances. X-ray imaging confirmed the leads migrated. As a result, surgical intervention took place to revise the leads. During the procedure, the l5 lead was explanted, however the s1 lead could not be explanted due to scar tissue and patient's anatomy. The case was abandoned and patient is pending surgery to complete the revision.